Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1gpap, implanted: (B)(6) 2017, product type lead.

Event description:
Patient stated that previous implanting physician placed lead in the wrong place and that was why the therapy did not work for them. Doctor determined original lead was placed in the s2 foramen. Original lead was removed and new lead was replaced by doctor on the opposite side, confirmed it was placed in s3 via fluoroscopy, motor and sensory response. There were no other malfunction or complication were reported. Patient was implanted for gastrointestinal/ pelvic floor.